Event description:
Treatment of an aneurysm. It was reported that the distal section of the pipeline stretched and was not fully opened after deployment. A balloon was used to open the distal end which leads to shortage of covering the aneurysm neck. Another pipeline was then deployed to ensure full coverage of the aneurysm neck. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).